Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, product number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that needle pierced catheter during use with an unspecified bd saf t intima¿. The following information was provided by the initial reporter: (2 of 2 complaints). Rn was placing a piv using the bd saf t intima. When she went to withdraw the stylette there was slight resistance and when she did pull it out there was bleeding from the plastic catheter of the device as the stylette had put a hole in the catheter when withdrawn. She removed the device from the patient and placed a new piv. She did not save the device as there was blood on it and she automatically disposed of it in the biohazard bin.